Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker had premature battery depletion (pbd). Engineering analysis indicated that the device power consumption appears to have changed three times in the past year. In addition, the device power consumption appears to be directly related to the right ventricular (rv) pacing percentage. The pacemaker remains in service. No adverse patient effects were reported. Subsequently additional information was received reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
Boston scientific received information that this pacemaker had premature battery depletion (pbd). Engineering analysis indicated that the device power consumption appears to have changed three times in the past year. In addition, the device power consumption appears to be directly related to the right ventricular (rv) pacing percentage. The pacemaker remains in service. No adverse patient effects were reported. Subsequently additional information was received reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker had premature battery depletion (pbd). Engineering analysis indicated that the device power consumption appears to have changed three times in the past year. In addition, the device power consumption appears to be directly related to the right ventricular (rv) pacing percentage. The pacemaker remains in service. No adverse patient effects were reported.